Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) was intermittently failing the pulse lead hi-pot and therapy electrode recognition tests. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the pulse wire was intermittently open between ECG a and ECG b along the cable from the distribution node (dn) to the front te. The cause of the intermittent test failure was the open pulse wire. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.